Event description:
It was reported that the unit failed to function during surgery. It was further reported that the surgery was finished with another unit of the same type.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.